Manufacturer narrative:
Product ID neu_adhesive_acc, product type accessory product ID 747140, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2012, product type extension product ID 7435, lot# serial# (B)(4), product type programmer, patient product ID 3898-33, lot# lb6966, implanted: (B)(6) 2004, explanted: (B)(6) 2012, product type lead. (B)(4). Analysis revealed that functional checks during decontamination were acceptable, no destructive analysis was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had not used the system since before 2008. Patient wanted device removed for possible magnetic resonance imaging (MRI) in the future for a "new pain". Patient recovered without sequela.